Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. The investigator assessed the breast pain as related to the nsm procedure and probably related to the reconstruction procedure. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted nsm procedure, the patient reported having pain in her left breast after her first tissue expander appointment. Due to the significant breast pain, the patient underwent implant exchange surgery on an earlier date. The cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported as part of a clinical study, that after undergoing a da vinci-assisted nipple sparing mastectomy (nsm) procedure, the patient reported having pain in her left breast which started on (B)(6) 2022, right after her first tissue expander appointment. Due to this, the patient was scheduled for implant exchange surgery on (B)(6) 2022. Intuitive surgical, inc (isi) followed up with the isi clinical study manager and obtained the following information: there were no intra-operative complications. The only post-operative adverse event reported to date is left breast pain. The investigator assessed the breast pain as possibly related to the robotic nsm procedure and probably related to the reconstruction procedure. The implant exchange surgery was scheduled to be earlier than planned due to the significant breast pain.

Manufacturer narrative:
On 06-sep-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: on (B)(6) 2022, the patient was seen by plastics follow-up (1 week post original surgical procedure). The following findings were obtained: she was found to have moderate pain and had an upcoming appointment with the pain management doctor. The drain output was >30 cc/day and serosanguinous. Thus, it was not ready to be removed. The steri strips of her breast exam were dry. Her tissue was well perfused. There was no signs of skin necrosis, infection, seroma, hematoma. The tissue expanders were in good position. She was scheduled to have tissue expansion in 1 weeks time. On (B)(6) 2022, the patient was seen by the surgeon for follow-up. The patient was found to be doing well and had drain output < 30 mls/day. The drains were removed and the pathology results (benign) of the breast tissue was explained to her. On (B)(6) 2022, the patient was seen by plastics and underwent her first tissue expansion procedure. 100 ml of volume was instilled in both implants. The potential volume of the tissue expander was 400 ml. On (B)(6) 2022, the patient was seen by plastics and underwent her second tissue expansion procedure. 100 ml of volume was instilled in both implants. The potential volume of the tissue expander was 400 ml. On (B)(6) 2022, the patient was seen by plastics for follow-up (~5 weeks post original surgical procedure). The following findings were obtained: she had completed expansion but had a painful lump in the left superior breast. There was no discharge, open wounds, fever and chills. Upon examination, the breast was firm, and a palpable edge of tissue expander was felt. There were no masses or fluid collections, nor signs of infection. As the patient felt rather uncomfortable, the surgeons planned to complete the next surgical stage which consisted of removal of tissue expanders and placement of permanent implants, as well as fat grafting of superior poles as soon as possible. On (B)(6) 2022, the patient underwent an implant exchange procedure under open procedure. There were no intra-operative complications. On (B)(6) 2022, the patient was seen by plastics again for follow-up (1 week post procedure #2) and found to be doing well. The pain was tolerable and the surgical sites had mild to moderate ecchymosis. The wounds were clean and dry. On (B)(6) 2022, the patient was seen by plastics again for follow-up and there was no mention of pain during this visit.

Event description:
Refer to h10/h11 for follow-up information.